Event description:
It was reported that the micro reciprocating saw overheated. Attempts to obtain additional information were made but were not successful.

Manufacturer narrative:
Upon disassembly, the offset gearshaft assembly and the driveshaft assembly were found to be worn. The presence of wear in the offset gearshaft assembly and the driveshaft assembly could cause or contribute to the handpiece overheating.